Event description:
It is reported that there was a possible malfunction to the bladder pressure monitoring device on the abviser. It is further reported that the predetermined amount of ns saline instilled into bladder did not return/drain. Upon removal of device from foley catheter, the amount returned appeared to be greater than 300 ml fluid drained from bladder.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A recurrence is likely to lead to a serious injury/serious illness. A lack of drainage may be an indication of an obstruction to the flow of urine. No pt was harmed as a result of this malfunction. No add'l info has been provided to date. A return sample is not expected for eval. Should add'l info be received, a f/u report will be submitted.